Manufacturer narrative:
The pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with high blood glucose levels and damage to their insulin pump. The customer's blood glucose level at the time of incident was 432mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer states the bottom of the pump is loose. The customer was advised the pump would be replaced and returned for analysis.